Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the right ventricular lead exhibited low impedance after the suture sleeve was tied down. When the suture sleeve was loosened, impedance measurements were in range. The lead remained implanted. The patient would continue to be monitored.